Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer reported the unit would not power on with its battery pack. A battery pack from another unit was inserted and the AED gave a service code warning for 'error code (error_none = 1)' which may indicate battery depleting due to failure to address the red asi. The customer cleared the service code warning by using a bettery pack from another device before turning in the device in question for evaluation. The maintenance schedule not known, but the customer suspects there is no routine maintenance performed. Requested the customer download the log history file and send it to the manufacturer for analysis. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.